Manufacturer narrative:
The complaint of communication failure was verified. When received, the device failed to communicate. Further analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the device could not communicate with different programmers after several attempts. There was no inductive telemetry. The patient was awaiting explant. There were no patient consequences.